Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient was revised on (B)(6) 2022 due to infection. Approximately 45 days after the first surgery. The surgeon explanted ø40+3 cup and implanted ø40+3 cup.